Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the nurses could not set the high and low alarm settings because the display would randomly cycle out of those options. It occurred during patient monitoring. Patient was being monitored at the time of failure and there wasn't any audible alarm that alerted the staff. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was determined to be functioning as designed.